Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a cardiovascular surgery, the thread broke. Another device was used to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a cardiovascular surgery, the thread of 3 sutures broke. Another device from a different lot was used to complete the case. There was no patient injury.